Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission indicated that the patient had an episode of ventricular tachycardia that the implantable cardioverter defibrillator incorrectly diagnosed as supraventricular tachycardia. The device failed to deliver high voltage therapy. The patient spontaneously reverted to sinus rhythm. No interventions were reported. The patient's condition was not provided.